Event description:
It was reported the physician saw the pt and found a hematoma at the ipg site. The physician drained the site. The pt's scs system stimulation has not been turned on since the implant procedure. The pt is pending a follow up appointment with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.